Manufacturer narrative:
Date of event: used the first date of the first month of the reported year of aware date. Implant date: implanted in 2018.

Event description:
It was reported that stent migration and thrombosis occurred. In 2018, the patient underwent a kissing technique of two wallstents in the bilateral common iliac vein (civ). It appeared that the left stent migrated into the inferior vena cava (ivc) jailing the right stent and causing iliofemoral deep vein thrombosis (dvt). No further complications were reported.